Event description:
It was reported that the patient presented to the emergency department due to an audible alert. A remote monitoring transmission indicated that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and pacing impedance variation. Additionally, the lead displayed a spike in pacing impedance. It was further reported that the rv lead triggered another lia for sic and pacing impedance variation and the bipolar impedance had increased. It was further reported that it was determined that the patient's cardiac contractility modulation (ccm) lead was causing crosstalk on the rv lead. The ccm lead causing the crosstalk was programmed off, and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ccm imp and 383069 lead implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.